Event description:
It was reported that a perforation occurred. A 1.25 mm rotapro was selected for a procedure in the left heart. During the procedure, the 1.25 burr was used to ablate severe calcium with moderate tortuosity in om2 lesion. The lesion was located in the om that had been the anastamosis site of a vein graft. The vein graft had previously closed and the anastamosis was heavily calcified. This site was burred to restore flow distally in the om vessel. The burr was spinning at 165000 rpm. The burr went through a heavily calcified aneurysmal segment from where the previous bypass graft had closed and a small perforation was created. The perforation was ballooned and stented with non-bsc devices. The physician stated that the perforation was not obvious until after the vessel was ballooned post rotational arthrectomy. After ballooning, contrast was injected and the perforation was visualized. After stenting, the perforation was still present. The perforation caused the patient to tamponade and had to have a pericardiocentesis. Post procedure, the patient was stable.